Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of rebt2301 showed no other similar product complaint(s) from this lot number.

Event description:
Per ms and s, the hospice nurse called to report drainage issues with a patient's aspira catheter. After placement, he drained ~1,000 cc. During the last two drainage sessions, he drained ~ 600 cc each time. Today, he only drained ~ 10 cc. He experiences shortness of breath even when he has been able to drain, but his shortness of breath is worse since he isn't getting much fluid out. They tried 2 drainage kits, but the bulb did not expand after squeezing it.